Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she wanted to find out why she could go 8-9 days between charges with her prior implant and only 3-4 with the new implant. The patient stated she was recharging too often. Troubleshooting suggested checking settings and making adjustments with the healthcare provider. The patient reported that she had falls and seizures on ten different dates between (B)(6) 2016. Further information received from the healthcare provider reported that the patient did not show to an appointment on (B)(6) 2016. The indication for use was non-malignant pain.

Event description:
Additional information received from the patient stated they need to charge nonstop and every 2 days to resolve the frequent recharging problem. The patient stated that the old battery could go 8 day without needing to be charged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had her revision surgery on (B)(6). The patient's previous battery would charge for about 6 hours and last for 8-10 days with stimulation being on 100% of the time. After the battery was replaced, the patient would have to charge for 8 hours and it would only last for 3-4 days. The patient stated she was not happy with her new battery as she feels like she is constantly charging and it is not lasting. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.